Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: catheter.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who received compounded baclofen (200 0mcg/ml, 312mcg/day, lot number unknown) in an implantable pump for intractable spasticity and post spinal cord injury. The patient had 7-9 months of great therapy following a pump replacement in (B)(6) 2014. The patient then experienced twitching , itching, and spasms in the (B)(6) 2015 ((B)(6) 2015 approximate date). The healthcare provider (hcp) performed dose increases with little improvement in symptoms. A dye study was attempted, but the hcp was unable to aspirate the catheter. The patient was then referred for a catheter revision. It was unknown if any environmental/external/patient factors may have led or contributed to the issue. The revision was performed on (B)(6) 2016. The hcp found "knotting" and kinks in the catheter at the spinal pocket. The old catheter was completely replaced. After attachment of the new catheter to the pump, dye was pushed through to confirm placement in the intrathecal space. It was unknown if the issue was resolved at the time of report. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.